Event description:
The home patient (hp) reported feeling overfilled while using the homechoice pro cycler for apd therapy. The hp reported feeling overfilled in dwell 1 and placed the cycler into a manual drain, removing 1984 ml of solution. Afterward, the hp continued their apd therapy to completion with no difficulties. Follow up with the hp's healthcare professional (hcp) revealed that the hp had been accumlating fluid over time and may have been overfilled on more than one occasion. According to the hcp, the hp's peritoneal dialysis catheter became blocked with fibrin, which interfered with the hp's ability to drain pertioneal dialysis fluid. The hp related that the hcp flushed their catheter and the fibrin blockage was removed. Both the hp and hcp related there was no resulting patient injury.